Event description:
It was reported that noise was observed on the right ventricular channel of the pulse generator. The device was reprogrammed. The patients condition was noted to be good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.